Event description:
Procedure: j-pouch. According to the reporter: the device was fired twice but did not cut both times. When they pushed the knob forward the knife blade bent inside the instrument. To correct the problem, the surgeon cut out the entire pouch and used another device to complete the procedure. There was no reinforcement material used. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay in surgery time over 30 minutes.

Manufacturer narrative:
(B)(4).